Manufacturer narrative:
The carefusion failure analysis laboratory received the suspect gas delivery engine (gde) for investigation. The physical inspection found no anomalies with the gde. The investigation did duplicate the customer event during the performance and manufacture testing. The alarm conditions and device behavior has been identified with a railed expiratory pressure transducer component on the transducer communication alarm (tca) assembly within the gde. The root cause is associated with a hardware issue of the expiratory pressure transducer. The tca assembly will be held for trending and internally investigated within carefusion.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspect gas delivery engine (gde) is available for analysis and an return good authorization (rga) has been issued. At this time, carefusion has not received the suspect gde for evaluation.

Event description:
The customer reported an unresolved intermittent "vent inop" condition on startup of the device and the following alarms present on the display ext high peak, safety valve , circuit occlusion, apnea interval, and low ve. The customer reported the expiratory pressure transducer was calibrated but drifted out of tolerance when the event reappeared two weeks after the first episode. No reported patient event was associated with this issue.